Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that five days post implant, this system was explanted due to infection. Five days later, a new system was implanted with no further complications reported.